Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown legacy biomet abutment with a screw inside a crown was returned for investigation with unknown impression coping screw. Visual inspection of the as returned product identified signs of use and wear on the hex and no apparent malfunction. The abutment screw was able to be removed from the abutment/crown. However, functional testing to recreate the reported event could not be performed due to the nature of the device & event (loosening). The returned abutment was functionally tested it was determined the device failed functional testing as the abutment hex was damaged and could not engage into an in-house implant. Pre-existing conditions noted on the per were mild tmj (temporomandibular joint dysfunction). Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - (B)(6) 2015 information identified: contraindications, warnings, precautions, storage and handling potential adverse events. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - (B)(6) 2015 information identified: descriptions, warnings, precautions, potential adverse events, storage and handling. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown legacy biomet abutment) is not available. A complaint history review by item number or lot number could not be conducted for the unknown legacy biomet abutment. It was reported that the custom screw retained restoration loosened. Based on the available information, the complaint could not be verified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected information. The following sections are being reported: correction: product problem. Event: it was reported that the patient had loosening of a custom screw retained restoration. Abutment made by the laboratory to test if the restoration had good retention. The restoration was unscrewed and a healing cap was placed temporarily until the issue is resolved. MFR rec'd date: 28 june 2019. Report type: follow up -1. Adverse event type: correction: malfunction. Follow up type: malfunction.

Event description:
It was reported that the patient had loosening of a custom screw retained restoration. Abutment made by the laboratory to test if the restoration had good retention. The restoration was unscrewed and a healing cap was placed temporarily until the issue is resolved.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report. The reported device has been received. Investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the patient had loosening of a custom screw retained restoration. The abutment made by the laboratory to test if the restoration had good retention. The restoration was unscrewed and a healing cap was placed temporarily until the issue is resolved.